Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/3 of their automated peritoneal dialysis thereapy. Reportedly, the home paitint had disconnected the transfer set from the patient line of the homechoice set during a dwell phase and did not return in time for the following drain cycle. After receiving the error message, the home patient reconnected to the setup. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient's nurse.